Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. It was found that the device was fractured on 269 cm from distal to fracture section, the other part of the device was not returned. On the other hand, it was observed a kink near the broken section (distal end). Dimensional inspection of the outer diameter (od) of distal tip of the device and middle of the devive were within specifications. Dimensional inspection of proximal section were not performed due to fracture.

Event description:
It was reported that the device became stuck to the wire. The 99% stenosed target lesion was located in severely tortuous and severely calcified left anterior descending artery. A rotablator rotational atherectomy was used together with 330cm rotawire. During the procedure, the burr and the rotawire wound together. The procedure was completed with another of the same device. No complications reported and patient is stable.

Event description:
It was reported that the device became stuck to the wire. The 99% stenosed target lesion was located in severely tortuous and severely calcified left anterior descending artery. A rotablator rotational atherectomy was used together with 330cm rotawire. During the procedure, the burr and the rotawire wound together. The procedure was completed with another of the same device. No complications reported and patient is stable.